Manufacturer narrative:
Product event summary: manufacturer's analysis noted that a message appeared stating that there was a loss of communication when starting up the device. It was also noted that the device passed functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as a pullback subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.